Manufacturer narrative:
Findings: unit passed pump self-test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. Moisture damage on all electronic assemblies noted. Motor error alarmed during basic occlusion test due to moisture damage on force sensor. Cracked case at display window corners noted. Minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip and scratches on reservoir tube window. Corrosion on motor assembly noted.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to pool water. Customer was going after her child that was going to get in a pool. Customer reported there is fluid under the lcd display. Customer dropped the pump and there is crack at the right upper corner. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.